Event description:
It was reported that 14 days post implantation of four vascular stents in overlapping technique, the stent located at the second position (from distal) was found to be fractured and occluded. The patient was sent to surgery for a bypass operation.

Manufacturer narrative:
Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s under #p070014. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample was returned. The evaluation of the provided images confirmed a twisting of the stent in the proximal section close to the overlapping region. A stent-related occlusion could not be confirmed. Potential factors that could have led or contributed to the report event have been evaluated. A twisting of this kind of stent can be caused by interactions of various use-related and anatomical factors with the given stent design. Also various physical forces including individual patient factors may contribute to the twisting of a stent in this region. On the basis of the information available, a definite root cause could not be determined. The IFU supplied with this product sufficiently describes the correct application of the device.